Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due loose / flush drive support disk. The pump was unable to verify prime anomalies due to motor error alarms. The pump was received with cracked case at display window corners, reservoir tube and battery tube threads. The pump was received with minor scratched display window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of a priming anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that insulin squirted out during manual prime. The customer stated that no numbers appeared on the screen and no beeps were heard. The customer was not able to leave prime. The customer will return the pump for analysis.